Event description:
It was reported that the stent stretched. Two eluvia drug eluting self-expanding stents, a 6x120 and a 7x120x130, were selected for use in a procedure in the superficial femoral artery to treat peripheral artery disease. Pre-dilation was performed using a coyote 3x220. A contralateral approach was performed using a non-bsc guidewire and both stents were placed successfully. The 6x120 stent was placed successfully in the distal portion and the 7x120 stent was placed proximally. Upon attempted removal of the delivery system after deployment, the non-bsc guidewire became stuck. The entire system was removed from the patient. It was then confirmed that the 7x120 eluvia stent was stretched. The procedure was completed as it was reported the target lesion was adequately treated. No patient complications were reported.